Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with an antiseptic solution, not irrigating the site with an antibiotic solution before closure, not prescribing antibiotics pre-operatively, the patient not attending the post-op visit, using incorrect tools, and multiple tunneling attempts have been ruled out as potential causes. The clinical representative disclosed that the patient lacked hygiene, contributing to the reported issue. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is due to the patient being a poor candidate due to health, weight, age, mental capacity as they lack hygiene (user error- clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection. Antibiotics were prescribed and an explant procedure was performed on (B)(6), 2023. Several attempts to follow up with the patient were performed. However, they have been unsuccessful. No additional information was provided.